Event description:
During an in clinic follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed, however, the oversensing was not resolved. No further intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device had not been reprogrammed due to the myopotential oversensing. Technical support was contacted for additional programming guidance as the pptwo continued. No intervention has been performed at this time. The patient was in stable condition.